Event description:
Reporter alleged customer obtained blood glucose results of 201 mg/dl, 67 mg/dl, 62 mg/dl, and 77 mg/dl when testing was performed back-to-back on the aviva system. No symptoms, action, or treatment based on the results was reported. No serious adverse event was reported in connection with the alleged malfunction. The suspect product was not returned to the manufacturer for evaluation.